Event description:
N/a

Manufacturer narrative:
The product was not sent in to the manufacturer for evaluation. No failure analysis and determination of root cause could be determined. The complaint could not be verified given that a product sample was not returned to verify the complaint. (B)(4).

Manufacturer narrative:
The product was returned for evaluation. The mlx light source was used with 730-unit hours and 621 lamp hours displayed. One of the lamp connector wires is darkened, from possible overheating. Multiple ignition strikes occurred without illumination of the bulb. A test lamp was installed and less than five ignition strikes occurred prior to lamp illumination. Subsequent attempts resulted in immediate light without ignition strikes. No sparking or overheating were observed. Lamp failure has been confirmed. No manufacturing, workmanship, or material deficiency has been identified. Device identifier: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2018, a 00mlx mlx 300w xenon lightsource after switching it on was making noise like an alarm clock and its bulb was not glowing before starting a cardio surgery. The bulb functioned after it was being tested using another power supply board. Additional information received on (B)(6) 2018 and (B)(6) 2018 from the customer stated that after opening the lightsource cover, they noticed sparking on the high voltage board (which is seated on power supply board) and a sparking noise (which is mounted on the min power supply board). The device was not in contact with the patient. No patient injury or death alleged, and the event did not lead to increase the surgery time.